Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable. Please disregard initial reporting under MFR# 3004753838-2019-21544.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined.